Event description:
The customer reported the set leaked from a crack at the proximal end where it was connected to a microclave. Normal saline was infusing at kvo rate of 0.2cc - 0.5cc/hour. The PICC line on this tubing became occluded and needed an alteplase infusion which successfully cleared the occlusion. There was no report of patient harm. Although requested no further patient or event information was available.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received for evaluation. A follow up report will be submitted with evaluation results should the device be received for investigation.